Manufacturer narrative:
Findings: passed displacement test, rewind test, basic occlusion test and prime test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 140 mg/dl at the time of the call. The customer was assisted with clearing the alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.